Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 25 mm amplatzer amulet (acp2) was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. Following removal of the delivery system, an echocardiogram noted an effusion which resulted in a tamponade that required pericardiocentesis. The acp2 remains implanted and the patient is reported to be stable.